Event description:
Implant failed due to a broken/fractured component.

Manufacturer narrative:
The initial report did not have the correct event type documented, thecorrect event type, serious injury, is provided in this follow-up reportthe implant malfunctioned due to it fracturing during placement

Event description:
Implant failed due to a broken/fractured componentthe initial report did not have the correct event type documented, thecorrect event type, malfunction, is provided in this follow-up report